Event description:
It was reported that the ventricular lead exhibited low impedance, which led to a polarity switch. The lead also exhibited noise resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): unknown.